Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a frequent check iab catheter alarm. It was also noted that blood was seen and shortly after the console generated a frequent leak in iab circuit alarm. The iab was removed and replaced with a new. Therapy was successfully continued without further issues for more than eight hours. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter, statgard and inside the proximal end of the extracorporeal tubing. No other area inside the iab contained blood. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 73.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. Answers to the additional questions submitted to the customer did not reveal any additional information which could aide in the determination of the source of blood found inside the proximal end of the extracorporeal tubing. Refer to "further questions - 583160" as objective evidence for the questions submitted. The reported event cannot be confirmed by the evaluation as the iab performed as intended. Additionally, a source for the blood found inside the proximal end of the extracorporeal tubing could not be found. We were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional information added to device evaluation to include inner lumen kink. Update evaluation is below: the product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter, statgard and inside the proximal end of the extracorporeal tubing. No other area inside the iab contained blood. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 73.7cm from the iab tip. An additional inner lumen kink was also observed within the membrane at approximately 7.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. Answers to the additional questions submitted to the customer did not reveal any additional information which could aide in the determination of the source of blood found inside the proximal end of the extracorporeal tubing. The reported event cannot be confirmed by the evaluation as the iab performed as intended. Additionally, a source for the blood found inside the proximal end of the extracorporeal tubing could not be found. We were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).